Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported during treatment an internal blood leak occurred. Broken fibers were visually observed after the blood leak occurred. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 130cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been requested.

Manufacturer narrative:
The reported complaint of an internal blood leak could not be confirmed as testing completed on the sample did not demonstrate an internal leak. Additionally, visual examination of the dialyzer did not identify any damage, irregularities or defects that may have affected the integrity or performance of the dialyzer. No kinked, broken, looped or damaged fibers were noted during gross visual examination or subsequent to dialyzer disassembly, in which the fiber bundle was removed and visually evaluated. An investigation of the manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process in addition, the batch record review confirmed the labeling, material, and process controls were within specification.